Event description:
The generator screen would not turn on and was black.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. The generator was connected to an external power source and the generator powered on successfully. The reported event was confirmed. The generator was freezing and responded slowly to input. The cause of the issue was narrowed down to a malfunctioning disk on module and touch screen being out of calibration. Based on the information provided to abbott and the investigation performed, the cause for the reported generator not functioning and subsequent cancellation was due to a non functional disk on module and out of calibration touch screen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a procedure, the screen of the generator was not functioning as expected. The generator was restarted and the screen worked again, however the screen would not function again. The procedure was cancelled with no patient consequences.